Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging a meter power issue; meter reverting to setup mode when a test strip is inserted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.